Manufacturer narrative:
This was already reported under MFR-2916596-2019-01592. The investigation conclusion is submitted under this report to complete the report. The cause of the reported low flow alarms was confirmed during the evaluation of (B)(4). The pump was returned with the pump cable cut approximately 2¿ from the pump housing and the severed portion was not returned. The sealed outflow graft and bend relief were secured to the pump cover and has been severed approximately 1.5¿ from the hardware. The returned components had been exposed to a fixative. Examination of the sealed outflow graft found a twist adjacent to the graft hardware, approximately 180 degrees in the clockwise direction. Based on the normal tissue accumulation in the space between the graft and the bend relief, the twist appeared to have been present for a prolonged period of time during support. The occlusion caused by the twist would have contributed to the low flow alarms captured on the submitted log files. The remaining blood-contacting surfaces of the pump appeared unremarkable. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. (B)(4) was implanted prior to the implementation of this corrective action. The surgical procedures section of heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. Additionally, hm3 lvas IFU includes instructions for installing the outflow graft clip. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced increasing amount of low flow events and have not been responsive to increased fluid intake. The manufacturer's technical service representative reviewed log file and confirmed low flow events. Egd and colonoscopy will be performed on an unknown date. The patient was determined to have a clot in the outflow graft and subsequently had a heart transplant. The device will be returned for evaluation.